Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. D4-UDI: (B)(4). This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m151445 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000/ lot: m151445, test base part number 191-430/ lot: m151445. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m151445 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. B5: fixed assay type to 1.0. H3 other text : single use; device discarded.

Event description:
The customer reported a false negative result with the ID now covid-19 1.0 assay performed on an unknown date on an unknown sample type. Confirmation testing was performed via pcr (platform: genexpert) on an unknown date which produced a positive result. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. D4- UDI: (B)(4). This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The customer reported a false negative result with the ID now covid-19 2.0 assay performed on an unknown date on an unknown sample type. Confirmation testing was performed via pcr (platform: genexpert) on an unknown date which produced a positive result. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.